Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2018, a perceval pvs25 aortic heart valve was implanted. The manufacturer received a notification that the valve was explanted on the same day and replaced with a perceval pvs23. No additional information was received.

Manufacturer narrative:
The manufacturer received additional information from the site on (B)(6) 2019. The following information is included in an updated event summary in section b5: on (B)(6), 2018 a perceval pvs25 aortic heart valve was implanted. The manufacturer received a notification that the valve was explanted on the same day and replaced with a perceval pvs23. The manufacturer received additional information from the site indicating the following. The annulus was overly debrided and had a through and through hole that was not detected until the echo. The added x-clamp and cpb time was marginal, quick plication, resizing and the site deployed a medium. No device malfunctions were identified. The patient outcome was reported as outstanding, no post op complications. No oversizing or kinking occurred. Based on the additional information received the event is attributable to procedural issues leading to patient factors that required a removal of the perceval device. No device malfunctions occurred and thus the event is deemed not device related. No additional investigations will be performed. Fields changed: b4, b5, g4, g7, h2, h6

Event description:
On nov. 9, 2018 a perceval pvs25 aortic heart valve was implanted. The manufacturer received a notification that the valve was explanted on the same day and replaced with a perceval pvs23. The manufacturer received additional information from the site indicating the following. The annulus was overly debrided and had a through and through hole that was not detected until the echo. The added x-clamp and cpb time was marginal, quick plication, resizing and the site deployed a medium. No device malfunctions were identified. The patient outcome was reported as outstanding, no post op complications. No oversizing or kinking occurred.